Event description:
The hcp reported that the patient was experiencing return of symptoms. Device troubleshooting is being considered. A follow-up report will be sent if additional information becomes available to us.